Manufacturer narrative:
Additional information: the physician did a doppler ultrasound and there was no egit at all. The patient is ok with tinzaparin at this moment due to some alteration in liver test (previous b hepatitis), waiting to start endoxaban. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated with venaseal for venous insufficiency and a few days later was hospitalized due to symptoms of pulmonary thromboembolism (tep) without deep vein thrombosis (tvp). Tumescent infiltration was not utilized. The vein was reported to have closed and there were no problems during the procedure, with all instructions for use followed. The doctor is monitoring the patient to see if this is related to the venaseal treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.